Manufacturer narrative:
The site has indicated that their policy is not to release product to manufacturers for eval and testing. The site was contacted to confirm there was no pt injury and that they would not release it for testing and evaluation. Also a follow-up letter was sent stating we would not do any destructive testing if they would be willing to release it. There has been no response at this time.